Event description:
Following a shoulder arthroscopy procedure, it was reported the electrode at the distal end of the wand had detached in fragments in the surgical site. Suction was used to remove the fragments. It is not know if all the fragments were retrieved. There was no reported pt injury or reported complications.

Manufacturer narrative:
The device was returned for investigation. The investigation is currently in progress. A follow up report wil be submitted with the results of the investigation after it is completed.